Event description:
The customer initially reported that the activation button worked poorly during a roux-en-y procedure. Another device was opened to complete the procedure and there was no injury to the patient. During initial inspection at covidien, the activation button sticks in the on position after releasing it and the device continues to activate.

Manufacturer narrative:
(B)(4). One used lf4318 device was received for evaluation. Visual inspection found no defects. Functional evaluation found that the activation button stuck in the "on" position. This condition either renders the device non-functional or the device will complete the current seal cycle and then become no-functional. The root cause of the lf4318 button-sticking issue is a tolerance stack within the button/handle body assembly. A tab feature on the button is designed to retain the button in the handle body. This feature was found to meet specification, but it allows the button to shift and the walls of the button to interact with the handle body. When the button is pushed down at an angle, the wall of the button can get caught on the handle body and may stick. In order to reduce the incidence of this event, the button tooling was modified to increase the width of the button tab to prevent the button from shifting within the button/handle body assembly. This will allow the activation button to only be pushed straight down within the handle body, thereby eliminating the possibility of the button becoming caught within the handle body and sticking. This particular device was made prior to the modification. A device history review was completed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.